Event description:
The customer stated, that he tested his blood glucose using his contour meter and another meter (brand unknown). The contour read over 500 mg/dl, while the other meter read 154mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the system to be operating as designed. No product will be returned for evaluation.